Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to leak in the tubing which caused high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of the event was 147 mg/dl and 736 mg/dl on admission to the hospital. The cause of hospitalization as per the health care professional was diabetic ketoacidosis. Reportedly, she was still in the hospital at the time of the report. No further information available.